Manufacturer narrative:
The account reseated the bed exit tape switch connector to resolve the alleged problem with the bed exit not alarming when a patient left the bed.

Event description:
The account alleged that the bed exit did not alarm when the patient left the bed. The account is not aware of any injuries. The account has replaced the bed exit tape switches and is now having a problem with the bed exit alarming as soon as he turns the bed exit on with a patient in the bed.